Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were lifted, and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage on the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending artery. A2.50x20mm promus element stent was advanced to treat the lesion. However, it was noted that the distal catheter shaft was broken. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50x20mm promus element stent was advanced to treat the lesion. However, it was noted that the distal catheter shaft was broken. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.